Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 30 mg/dl. The customer stated that they were treated with glucose tablets. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did alleged insulin pump was over delivering. Auto mode was not active during the reported event. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, selftest and displacement accuracy test. Device passed the delivery accuracy test at 0.08715 inches. (B)(4).